Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 411 mg/dl (mobile system) and 186 mg/dl (compact plus system); 358 mg/dl (mobile system) and 164 mg/dl (compact plus system). Sets of readings were taken at different times. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).